Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination identified proximal stent damage. The struts on the first row on the proximal end of the stent were raised up and bent back distally over the body of the stent. The balloon and the tip of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A visual and microscopic examination found that the hypotube had kinked approximately 80mm distal from the catheter's strain relief. No other kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR 2134265-2012-07512. It was reported that during a stenting treatment procedure stent damage occurred. The 75% stenosed lesion being treated was located in the moderately tortuous left main trunk extending to the left circumflex artery. The physician advanced a 3.50x16mm promus element stent delivery system and was not able to cross the lesion. The device was successfully removed and it was noted that stent damage had occurred. Then the physician advanced a 3.50x16mm taxus element stent delivery system and was not able to cross the lesion. The device was successfully removed and it was noted that stent damage had occurred. The procedure was completed with a 3.50x12mm promus element stent. No patient complications were reported and patient's status is stable.

Event description:
Same case as MDR 2134265-2012-07512. It was reported that during a stenting treatment procedure stent damage occurred. The 75% stenosed lesion being treated was located in the moderately tortuous left main trunk extending to the left circumflex artery. The physician advanced a 3.50x16mm promus element stent delivery system and was not able to cross the lesion. The device was successfully removed and it was noted that stent damage had occurred. Then the physician advanced a 3.50x16mm taxus element stent delivery system and was not able to cross the lesion. The device was successfully removed and it was noted that stent damage had occurred. The procedure was completed with a 3.50x12mm promus element stent. No patient complications were reported and patient's status is stable.

Manufacturer narrative:
(B)(4). Age at the time of event: 18 years or older. Device is combination product. (B)(4).